Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. Re-implantation is considered.

Event description:
The user's hearing performance with the device is affected. A possible re-implantation could be considered, but it has not been discussed with the user yet.

Event description:
The user's hearing performance with the device is affected. The user went to the clinic to receive a new audio processor (ap). He had not been using the implant for some months as his ap was broken. The user denied any trauma and there was no change in health or medication during the last months. A possible re-implantation could be considered, but it has not been discussed with the user yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.